Event description:
While operating the motorized wheelchair on a ramp, the unit came to a sudden stop. End user reports that she fell tot he ground, fractured her left leg and required surgery. End user states that she was not wearing a safety belt at the time of incident.